Event description:
Additional information: there was no harm to user or patients.

Manufacturer narrative:
Investigation results: the complaint of blood reflux after removing the needle from the catheter could not be confirmed from the returned 24g insyte autoguard sample. One 24g insyte autoguard device from lot 3269682 was provided for investigation. A functional test of the returned sample revealed no leaks, damage, or defects. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. The instructions for use (IFU) state, "warning: leaving the needle tip within the catheter hub for a prolonged period may result in blood leakage. Warning: do not leave catheter hub exposed without connecting to an accessory device. Blood leakage from the catheter hub may occur unless a secure luer connection is made within 10 seconds." Investigation conclusion(s): the defect of blood back out was not confirmed. Probable root cause conclusion(s): not determined: a root cause cannot be determined in the absence of a confirmed defect.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc yel 24ga x 0.75in blood control feature is not functioning. The following information was provided by the initial reporter: the blood control isn't functioning and blood is coming back after needle safety.